Manufacturer narrative:
A clinical investigation was performed. Per the fmc (B)(6), hernias are a known complication of peritoneal dialysis, more common in continuous ambulatory peritoneal dialysis (capd) than in ccpd. There is no evidence of device malfunction which could have caused or contributed to the event of hernia. The actual device was returned to the MFR for eval and a product investigation was performed. A visual inspection was completed. A simulated treatment was performed without any failures or problems. A mushroom head inspection was completed and there were no abrasions on both mushroom heads. Further eval found no device malfunctions that would have caused the reported hernia event. A batch record review was conducted and confirmed there were no deviations or non-conformance during the mfg process. Product labeling, material, and process controls were within specs.

Event description:
The peritoneal dialysis (pd) reported that she had a hernia, felt full, and was experiencing a lot of discomfort while on the liberty cycler. The pt was advised to notify the pd nurse regarding the hernia. During a f/u call, the pd nurse stated the pt had an incisional hernia in the area where the incision was placed for the peritoneal dialysis catheter insertion-tunnel area. The hernia remained small and no medical intervention was required. The pt continued continuous cyclic peritoneal dialysis (ccpd).